Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected resulting in insulin leaking. A supply change was performed resolving the issue. Customer's blood glucose level ranged between 350- 400 mg/dl.